Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 3 years after the dental implant and abutment were placed in site ada 29 in the mouth, the implant lost integration in type ii bone. Clinician noted the patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly 3 years after the dental implant and abutment were placed in site ada 29 in the mouth, the implant lost integration in type ii bone. Clinician noted the patient's pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).